Event description:
It was reported during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend (vse) instrument wire was exposed at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument wire was exposed at the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a vse instrument to perform failure analysis. The vse was analyzed and found to have a segment of the conductor wire sticking out from the wrist assembly. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The vse still passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. Also, the vse instrument was found with damaged insulation to the conductor wire. Insulation material appeared to be split open and lifted off, exposing the bare wire. No material appeared to be missing. No thermal damage was observed. Failure analysis found the additional failure of insulation damage to the conductor wire to be related to the customer reported complaint. The complaint regarding the vse wire was exposed at the tip of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable cause of a dislodged conductor wire is a component failure. The probable cause of insulation damage to the conductor wire is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: the vse instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.